Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) received a report that, after connecting the table lines to the heart lung machine and recirculating, a piece of polycarbonate was noticed trapped in the venous inlet extension. The connector was replaced. This occurred during prime. There was no pt involvement. Sorin group (B)(4) manufactures the d903 avant oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) has requested the device be returned for eval but no product has been received to date. A f/u report will be filed when the investigation is complete. There was no pt involvement. The facility reported this incident to the country's competent authority. This medwatch report is being filed as a result of this action.

Event description:
After connecting the table lines to the heart lung machine and recirculating, a piece of polycarbonate was noticed trapped in the venous inlet connector. The connector was replaced. This occurred during prime. There was not pt involvement.